Event description:
It was reported that 57 days post-implant procedure the patient's surgical wound was not healing as anticipated, which was assessed to be mild in severity. The patient was administered tinctured benzoin and a steri-strip. The physician assessed the event to have a causal relationship to the procedure and not related to the device. The event is ongoing.

Event description:
It was reported that 57 days post-implant procedure the patient's surgical wound was not healing as anticipated, which was assessed to be mild in severity. The patient was administered tinctured benzoin and a steri-strip. The physician assessed the event to have a causal relationship to the procedure and not related to the device. The event is ongoing. Additional information was received that event was resolved.